Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Visual inspection of the returned generator revealed one broken pin and several bent pins within the genconnect connector port. The remaining connectors, switches, and label were secured and had no signs of physical damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated physical damage.

Event description:
During preparation for an atrioventricular nodal reentrant procedure (avnrt) procedure with the patient in the room, the black cable that connects the ampere to the amplifier cable did not fit correctly into the ampere side. It was noted that all of the pins inside the cable were bent and the procedure could not be performed.